Event description:
It was reported that this brady lead was not successfully implanted due to twisty anatomy. This lead was never in service and no new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was attempted due to twisty patient's anatomy. This is a malfunction as this is not the expected outcome from this lead, however, this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unspecified reason. This lead was never in service and no new lead was placed. No adverse patient effects were reported.